Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7072225.

Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to device migration. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts.